Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. The planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA in relation to this case: 2955842-2011-00154

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover to have multiple holes burned through the silicone, located along one parting line. The silicone exhibits localized melting around the holes indicative of arcing. The holes are irregularly shaped, ranging from .045 inches to .065 inches and are located .280 inches and .365 inches above the silicone to sleeve interface. The monopolar curved scissors (mcs) instrument used with the tip cover accessory in this procedure was also returned. With the tip cover accessory installed on the mcs instrument, the hole positions line up with the edge of the proximal clevis ear and the distal idler pulley.